Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a right pneumonectomy and mediastinum lymph node surgery, during the third firing process of the right bronchi stem with a medium angulation and a loaded green cartridge the stapler and manual release button got stuck. The stapler stitched the stem bronchi but did not cut them. Two successful firings occured with the vascular cartridges for the lung veins. Forceps were placed and the bronchi piece was removed with the locked stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.